Event description:
It was reported that the patient presented in clinic after receiving an alert due to high, out of range, high voltage lead impedance. The patient also received inappropriate shock due to atrial fibrillation with rapid ventricular response. The device was reprogrammed. The patient was stable and will continue to be monitored.